Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio2: 3.3, lab: 2.3. Pt's therapeutic range: 2.5-3.5 inr. Doctor increased pt's coumadin due to lab result. Pt has been experiencing a pounding headache, dizziness and chest pain over the last few days.